Manufacturer narrative:
Submit date: 03/31/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states: won't signal when alarming. Upon triage, the service center found that the unit did not produce an audible alarm.

Manufacturer narrative:
Submit date: 10/12/2016. An investigation of the reported condition was performed for the reported condition of, ¿¿won't signal when alarming.¿ initial testing of the unit found that the pump has no audible alarm, therefore, this report will be considered confirmed. The root cause of the failure was due to an open solder connection at component location q21 on the pcba causing the pump to not alarm. The pump was scrapped. Product kangaroo epump was manufactured in 2006. A review of the device history record shows this device was released meeting all manufacturing specifications.